Event description:
Customer reported blood glucose results of 63 mg/dl and 103 mg/dl within 10 mins on the advantage system. Customer reported these results could not be found in meter memory. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.